Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an exploratory laparotomy partial gastrectomy procedure, the orvil would not connect to the stapler. The device was difficult to load and was unable to close. To resolve the issue, they opened a new stapler and attached it to the same orvil. The patient was very sick and died later in the hospital. This was not related to the surgery.